Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (451 mcg/day, 500 mcg/ml) via an implantable infusion pump. The patient was also taking other medication including tizanidine, baclofen, abilify, senna and zofran. The patient had medical history of spinal cord injury. It was reported that patient's lumbar incision site slow to heal and the catheter was exposed through the skin at lumbar incision on (B)(6) 2018 and the catheter and pump were explanted due to infection on (B)(6) 2018. There was no environmental/external/patient factors that may have led or contributed to the issue. Cultured out (B)(6) from spinal incision site, patient started on antibiotics after c &s done. After explant, the patient was treated with oral tizanidine and baclofen. The issue was resolved and patient status was alive with no injury at the time of the report. It was later reported that "minimal" baclofen withdrawal symptoms of itching, increased spasticity after explant. Oral antispasmodics controls symptoms well. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.